Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 483 mg/dl while wearing the pod on the hip/buttocks. Patient was vomiting and was transported to the hospital by ambulance. The patient was treated with intravenous fluids and insulin. The patient was released on (B)(6) 2025. Patient stated they ran out of dexcom g7 sensors and was not wearing a sensor at the time of the incident. Patient is not eligible for a refill on sensors until (B)(6) 2025. Patient's phone call was transferred to dexcom on (B)(6) 2025 and was able to receive replacement sensors from dexcom.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.